Event description:
Padgett s/n (B)(4)/model #ce2007/pat: usd 401.340 malfunctioned while removing skin from the donor site causing a patchy removal of skin that was not usable as a skin graft. According to the surgeon, the pt will have scarring from this event on his thigh. Malfunctioning equipment has been secured.